Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: the reported event of only horizontal lines appearing on the controller¿s display was not able to be determined. The system controller, serial number (B)(6) was not returned for evaluation. Per the additional information, there was only a report from the patient and the reported horizontal lines on the display could not be confirmed. There was no impact to the patient and no product will be returned. Log files (event and periodic) provided by the customer were reviewed. The event log file contained data recorded from (B)(6)2022, where routine power cable disconnect alarms associated with power exchanges were recorded. The system maintained the set speed with no interruptions. The periodic log file contained events captured from (B)(6) 2022 where normal operation was recorded. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 lvas patient handbook (japan) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 lvas patient handbook (japan) under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate 3 lvas patient handbook (japan) under section ¿how your pump works¿ explains how to review the current system operation on the controller¿s screen by pressing the display button. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The malfunction could not be confirmed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the display on the system controller did not appear correctly. Only horizontal lines appeared on the display.